Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an red, itchy, bumpy irritation under all of the therapy electrode pads. The irritation was broken open and bleeding on his back. The patient's cardiologist advised the patient to use cortisone cream on the irritation. After using the cream, the patient's irritation improved and was no longer broken open and bleeding.